Event description:
A routine inspection revealed that there was a sparking sound on the visera pro xenon light source when it was turned on. Additionally, the xenon lamp failed to ignite after a new one had been installed. The lamp life reset counter was not working after switching over to spare lamp mode. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to have occurred due to a faulty power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.